Event description:
It was reported that, pre implant and during screening, this subcutaneous implantable cardioverter defibrillator (s-ICD) passed in the left parasternal position in primary and secondary vectors. Later on, during implant and on x ray the system placement was good, nonetheless not optimal due to little anterior position of the device. A defibrillation threshold (dft) test was performed successfully. The day after, during optimization and in lying position, the secondary and alternate vectors were good, but the primary vector was not successful in standing position. In the afternoon the doctor checked one more time, and then all the three vectors did not pass. The technical services (ts) reviewed the supplied x ray and as it was mentioned there were placement challenges that allowed a drop in the amplitude, this s-ICD is likely too anterior, and the electrode shape is suboptimal. Given the electrode shape, the sensing in all vectors is poor. The ts recommended to perform a good ast mapping with this s-ICD placed in a more posterior position, the electrode stickers should be aligned with the sternum. It was noted that it would be per the physician discretion to decide whether to replace the current system with a new s-ICD system at new landmarks or to choose transvenous implantable cardioverter defibrillator (ICD). This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, pre implant and during screening, this subcutaneous implantable cardioverter defibrillator (s-ICD) passed in the left parasternal position in primary and secondary vectors. Later on, during implant and on x ray the system placement was good, nonetheless not optimal due to little anterior position of the device. A defibrillation threshold (dft) test was performed successfully. The day after, during optimization and in lying position, the secondary and alternate vectors were good, but the primary vector was not successful in standing position. In the afternoon the doctor checked one more time, and then all the three vectors did not pass. The technical services (ts) reviewed the supplied x ray and as it was mentioned there were placement challenges that allowed a drop in the amplitude, this s-ICD is likely too anterior, and the electrode shape is suboptimal. Given the electrode shape, the sensing in all vectors is poor. The ts recommended to perform a good ast mapping with this s-ICD placed in a more posterior position, the electrode stickers should be aligned with the sternum. It was noted that it would be per the physician discretion to decide whether to replace the current system with a new s-ICD system at new landmarks or to choose transvenous implantable cardioverter defibrillator (ICD). This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, pre implant and during screening, this subcutaneous implantable cardioverter defibrillator (s-ICD) passed in the left parasternal position in primary and secondary vectors. Later on, during implant and on x ray the system placement was good, nonetheless not optimal due to little anterior position of the device. A defibrillation threshold (dft) test was performed successfully. The day after, during optimization and in lying position, the secondary and alternate vectors were good, but the primary vector was not successful in standing position. In the afternoon the doctor checked one more time, and then all the three vectors did not pass. The technical services (ts) reviewed the supplied x ray and as it was mentioned there were placement challenges that allowed a drop in the amplitude, this s-ICD is likely too anterior, and the electrode shape is suboptimal. Given the electrode shape, the sensing in all vectors is poor. The ts recommended to perform a good ast mapping with this s-ICD placed in a more posterior position, the electrode stickers should be aligned with the sternum. It was noted that it would be per the physician discretion to decide whether to replace the current system with a new s-ICD system at new landmarks or to choose transvenous implantable cardioverter defibrillator (ICD). This s-ICD remains in service. No adverse patient effects were reported.